Manufacturer narrative:
Findings: no button error alarm. Intermittent button response due to moisture damage keypad trace. Scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip.

Event description:
Customer called and reported a button error after being exposed to moisture. Customer's blood glucose level was not included in the report.. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported